Event description:
Device 2 of 2. Reference MFR report #1627487-2014-12776. It was alleged the pt's scs system turned on and off without prompting. The pt also experienced over stimulation. Reprogramming was done to no avail. The pt want the scs system removed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.